Manufacturer narrative:
(B)(6). Updated fields: b4, d9, e1 (initial reporter name and event site name), e3, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) suddenly stopped therapy but after a restart it resumed. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the fault was caused by the drive manifold. Once replaced the issue was resolved. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part drive manifold assembly serial number (B)(6) with a reported unit failure of during the use of the equipment, it stops working. The equipment is abnormal, and no alarm sound is emitted. It can complete the automatic inflation process, but cannot proceed to the next step. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number drive manifold assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cardiosave service manual part. The fat dept. Performed the drive manifold test in diagnostics. The drive manifold test passed.please see attachment. The fat dept. Then booted the cardiosave into the clinical mode, to perform an autofill and allow it to pump. During the two hour runtime, the fat could not replicate the unit stopping. The cardiosave was able to autofill with no problem found.the balloon worked normally. The fat dept. Could not replicate the complaint. The drive manifold passed testing. Retaining the drive manifold in the fat department.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address - (B)(6), event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit suddenly stopped pumping during use. There was no patient injury reported.